Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had low power was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device was leaking liquid. The assignable root cause was traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was leaking oil in the swivel part. It was further observed that the device had component damage and loose housing pin. It was further determined that the device failed pretest for loctite verification and oil leak assessment. It was noted in the service order that the device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.